Event description:
A medtronic representative received a report from a site on (B)(6) 2015, that while in a spine procedure on (B)(6) 2015, the surgeon alleged an inaccuracy. The surgeon was using a navigation system and an imaging system. The site representative stated it was suspected that the frame moved. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age not made available from the site. (B)(4) 2015. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - (B)(4) 2015, a medtronic representative, following-up at the site, reported the site stated that during the procedure, the reference frame was placed by the percutaneous pin and they were working on l4/l5. The inaccuracy showed they were on the pedicle when they were actually in the disc space below. This delayed the case less than an hour. The procedure was completed with a c-arm and they did a post-op hd o-arm spin for confirmation. - no further issues have been reported. - no parts have been received by manufacturer for analysis.